Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found haptic broken. Dimensional/refraction inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -12.0/3.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2024. This did not resolve the problem. On (B)(6) 2024 the lens was exchanged for a longer length lens. This resolved the problem. Cause of the event is reported as unknown.